Event description:
It was reported that the right atrial (ra) lead dislodged. It was also reported that during lead revision the physician had a hard time extending and retracting the helix of the lead. The procedure was completed with a new ra lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.